Manufacturer narrative:
Mml ref #:(B)(4).

Event description:
It was reported that the patient was unable to run therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and confirmed that all electrodes of the left lead were out-of-range/high impedance. The device was reprogrammed to unilateral stimulation and remains implanted. A revision surgery was later scheduled to replace the left lead. The left lead was removed and intact. A new lead was implanted without complications.

Event description:
It was reported that the patient was unable to run therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and confirmed that all electrodes of the left lead were out-of-range/high impedance. The device was reprogrammed to unilateral stimulation and remains implanted. A revision surgery was later scheduled to replace the left lead.the left lead was removed and intact. A new lead was implanted without complications.

Manufacturer narrative:
Mml ref #: (B)(4). Patient information updated. The lead assembly was returned for analysis. The out-of-range/high impedance condition was confirmed. The lead failed the standard functional testing. Visual inspection of the left lead revealed fractured coil wires (rounded) caused the out-of-range/high impedance. Updated h6.